Event description:
It was reported that (1) device was used during a gastrectomy. It was reported by the affiliate that the tlc10, with a tcr10, locked out. There was no consequence to the pt. The devices were discarded.